Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the patient had a zteg-2pt-36-197-pf, lot #e3576320 implanted on (B)(6) 2017. On (B)(6) 2017 she was readmitted to hospital with back pain and contrast was noted outside of the proximal seal zone. The zta-p-38-167 was inserted and whilst maintaining forward pressure when unsheathing it was noted that the 3rd and 4th stent bodies has not opened fully and were obstructing the blood flow through the graft. The coda 46mm balloon was passed through this stent area and the balloon was inflated and the stents were then fully expanded. Patient outcome: the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the reported information states, that the 3rd and 4th stents were not fully expanded. Multiple attempts were made to obtain imaging to aid in the investigation but failed to retrieve it. Based on the available information, it has not been possible to investigate or evaluate this event to date. Cook will reopen its investigation if further information is received. It is noted that the reported issue was resolved by ballooning the affected area. Cook medical will continue to monitor for similar events.